Manufacturer narrative:
Analysis was normal.no anomalies were found.

Event description:
It was reported that the left ventricular lead exhibited high capture threshold. The patient experienced diaphragmatic stimulation on majority of the vectors. The lead was explanted. The patient was in a stable condition pre and post procedure.